Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6), sid (B)(6), and sid (B)(6).

Event description:
The customer reported false reactive alinity I toxo igg result generated on the alinity I processing module for three patients. The reagent lot in use 66439be00 expired on 01jul2025. The following results were provided: sid (B)(6): processed on (B)(6) 2025 on alinity I serial number (B)(6) initial toxo igg result = 18.4 repeat = <0.2 iu/ml. The sample was repeated on other alinity¿s all results = <0.2. The sample was centrifuge and repeated again with result = <0.2. New aliquot of same sample was repeated on (B)(6) 2025 = <0.2 and 0.7. Sid (B)(6): processed on (B)(6) 2025 on alinity I serial number (B)(6) initial toxo igg result = 8.4 repeated on (B)(6) 2025 on alinity I serial number ai 03054 result = <0.2. New sample on (B)(6) 2025 result = <0.2 repeat = <0.2. Sid (B)(6): processed on (B)(6) 2025 on alinity I serial number (B)(6) initial toxo igg result = 7.1 repeated on (B)(6) 2025 on (B)(6) result = <0.2 repeated on (B)(6) 2025 on (B)(6) result = <0.2. Reference range: = 3.0 iu/ml reactive. There was no impact to patient management reported.

Event description:
The customer reported false reactive alinity I toxo igg result generated on the alinity I processing module for three patients. The reagent lot in use 66439be00 expired on 01jul2025. The following results were provided: sid (B)(6) processed on 07jul2025 on alinity I serial number (B)(6) initial toxo igg result = 18.4 repeat = <0.2 iu/ml. The sample was repeated on other alinity¿s all results = <0.2. The sample was centrifuge and repeated again with result = <0.2. New aliquot of same sample was repeated on (B)(6) 2025 = <0.2 and 0.7. Sid (B)(6): processed on (B)(6) 2025 on alinity I serial number (B)(6) initial toxo igg result = 8.4 repeated on (B)(6) 2025 on alinity I serial number (B)(6) result = <0.2. New sample on (B)(6) 2025 result = <0.2 repeat = <0.2. Sid (B)(6): processed on (B)(6) 2025 on alinity I serial number (B)(6) initial toxo igg result = 7.1 repeated .on (B)(6) 2025 on (B)(6) result = <0.2 repeated on (B)(6) 2025 on (B)(6) result = <0.2. Reference range: = 3.0 iu/ml reactive. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity I processing module, serial number (B)(6) and performed multiple troubleshooting procedures, including replacement of the 2500ul pump, bulk solutions. Part replacement resolved the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending for the 2500ul pump, bulk solutions did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) or the 2500ul pump, bulk solutions was identified.